Event description:
The pt received his scs system on (B)(6) 2011 including a paddle lead. It was reported on (B)(6) 2011, the pt experienced numbness and weakness in his lower extremities. He also experienced the inability to walk, but was able to do so over time. The pt's physician conducted a CT scan, but did not see anything abnormal. The pt's physician also stated that he doesn't feel the issue was device related. The pt is undergoing physical therapy at the moment and will be monitored.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.